Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. We will, however, continue to monitor and trend this type of event to identify any trends that may develop. A lot history record review was completed for the reported product lot number. There were no nonconformance issue(s) with this production lot. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, three heartstring iii seals malfunctioned. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The hospital stated that the product is not returning as it was discarded. Refer to MFR report #''s 2242352-2012-00128 and 2242352-2012-00129 for the related reports.